Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that during patient use a transducer fault occurred. The ventilator also failed the exhalation differential transducer calibration. The patient was switched to alternate ventilation and there was no harm.

Manufacturer narrative:
Vyaire failure analysis lab technician was able to verify the customer's reported issue. Bench testing revealed pt802 transducer failed and is railing low.